Event description:
Two abrasion areas of about 1/2 inch were caused by sharp point in the sponge of the chloraprep applicator used to prep the area. There should not have been a sharp point in this sponge. Dates of use: one day in 2007. Diagnosis or reason for use: prep area for IV start.